Event description:
Additional information was received from the customer through gfe. The customer wants to know if there's a way to opt out of sending the device back as they no longer own the device. They stopped using the device around 2019 after undergoing surgery and wouldn't like a replacement.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR (B)(4); 2518422-2024-02558. Additional information was received through gfe. B5 has been updated to reflect this new information.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.